Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000202, serial/lot #: (B)(6) rev. 1, product ID: bi71000203, serial/lot #: (B)(6) rev. 1.: h3) the bottom and top bracket were not working. The ball ends were broken and the door could not close or open. Both brackets were replaced. Codes: b01, c07, d02 the bottom bracket (bi71000202) was returned for analysis. Visual inspection showed the lower dingus pin was not retracting properly and was slightly bent. Damaged dingus was observed. Codes: b01, c07, d02 returned date: 2024-10-30 the top bracket (bi71000203) was returned for analysis. Visual inspection showed the pin and spring portion of the assembly function were as expected. The pin travels and seats properly and the dingus itself was in normal used condition. No problem found. Codes: b01, d14, c19 return date: 2024-10-29. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the door could not be closed or opened per the pendant. There was no patient involvement.